Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the electronic pen drive device would not turn off. The reporter stated this was the third time this device has been serviced for this failure. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device control unit did not function and the pen drive run and did not stop. The device also failed the following pre-tests: check function and direction of rotation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.